Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the stations auto login is not working. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b: date of event. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the display screen showed the windows login for cfn admin. A technical support specialist logged into cfn admin and opened ssms, where it was found that the cfnapp login was missing. Attempts were made to recreate the database, but cfnapp still did not appear. A restart was performed, and the login was manually set to cfnapp, but this was unsuccessful. Further checks using the net user command in cmd confirmed that the cfnapp login account did not exist. The user was advised to re-image the station due to the missing user login. Updates were received from the user, confirming that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the stations auto login is not working. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.